Manufacturer narrative:
Additional follow-up information was received, resulting in addition of FDA codes e0833, e083804, and imdrf code f2303. Additionally, b5, b1, b2, b3, d4 and e1 fields were updated accordingly. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer's internal reference number of 9610813-2026-00025. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
During the follow-up, the consumer provided consent to discuss medical concerns with wife. It was reported that the consumer experienced additional symptoms, including red eyes and sensitivity to light. Subsequently, the consumer sought care at the emergency room, where corneal ulcers was diagnosed in both eyes following the use of contact lenses. The consumer was prescribed with eye drops, tobramycin-dexamethasone with an unknown frequency. The current status of consumer's eye was symptoms resolved at time of this report. No additional information has been requested at the time of this report.

Event description:
As reported by the consumer¿s wife on the consumer¿s behalf, the consumer is a long-term contact lens wearer who recently initiated use of total 30 multifocal lenses following an eye care professional¿s recommendation. After using the contact lenses, the consumer experienced blurry vision, ocular discomfort, and corneal ulcers; however, the affected eye was not specified. The consumer contacted eye doctor and was advised discontinuing the use of contact lens and switch to unspecified daily contact lenses. Information regarding the treatment details were not provided. The consumer reported no issues while using the daily contact lenses. On an unknown date, the consumer re attempted use of the same product and experienced a recurrence of the same symptoms. The current status of the consumer¿s eye condition is unknown at the time of this report. Additional information has been requested but not yet been received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).